Manufacturer narrative:
The pump passed self test and unexpected restart error alarm test. The bolus wizard functioned properly per the bolus wizard sample in the user guide. The pump had minor scratches on the lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip. No unexpected reset anomaly was noted during our testing.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the customer had two incidents were the device settings erased completely. It was reported that the customer had unexpected restart alarm and external ram crc error. The customer's blood glucose level was reported to be 282mg/dl. Troubleshoot was reported to be conducted. It was reported that the pump would be replaced and returned for analysis.